Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report inaccurate cgm readings on (B)(6) 2013. The patient reported the following discrepancies between cgm and blood glucose meter, however, the patient did not clarify which reading is the cgm and which is the blood glucose meter: one reading at 50 mg/dl and 81 mg/dl, as well as 400 mg/dl and 312 mg/dl. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.